Event description:
When the nurse unplugged the pcu (brain) (with 2 syringe pumps attached) from the red outlets the battery back-up did not kick in. The pumps started alarming communication error. The nurse was unable to turn the pumps on or off. This type of problem with this device has been recurring regularly. The manufacturer has been informed but has not provided a solution to the problem or mitigation techniques. All pumps at this facility are affected. This type of event presents a delay in critical therapy to pediatric patients. Patients may require additional medical intervention as a result and/or monitoring. The hospital has been using carefusion large volume pumps model 8100 and pca pumps model 8120 since (B)(6) 2014. In (B)(6) 2015, the carefusion syringe pumps model 8110 were implemented. There are two phases to this implementation. The first phase is for administering less critical drugs. The second phase includes the following drugs. Amiodarone, epinephrine, esmolol, nicardipine, nitroprusside norepinephrine, phentolamine, phenylephrine, and vasopressin. The hospital has postponed phase 2 of the syringe pump implementation. There have been too many pump software and hardware faults experienced during phase 1.